Event description:
It was reported that during the priming phase of a procedure involving an preloaded intraocular lens, the plunger of the device moved over the top of the intraocular lens, potentially causing damage to the haptics, as the lens did not advance as intended due to the plunger missing it. The plunger was also observed to be slightly bent. There was no patient contact associated with this event. No further information was provided.

Manufacturer narrative:
Section e1: initial reporter: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.